Event description:
It was reported that the max bolus was changed from 25 units to 0.9 units. Customer has been giving himself 0.9 insulin units for a bolus for 3 weeks. Setting has been corrected to 25 units but the customer is experiencing high blood glucose. It was stated that the insulin pump has been tested but the customer's blood glucose just does not come down. Diabetes educator requested the insulin pump to be replaced to discard a possible malfunction. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner.